Event description:
The reporter stated that surgeon was using a three piece silicone lens model aq5010v and when the package was opened, a haptic was detached and they did not attempt to load the lens. The lens was discarded in the operating room. No patient contact.

Manufacturer narrative:
A work order search. Results: a lens serial work order search was performed for similar complaints within the search and no similar complaints were found.